Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedure complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical received an FDA medwatch report # mw(B)(4). The event description states: placed tr band on patient's wrist which was large and abundance of loose tissue. Within minutes of application, it was found that a hematoma was forming proximal to the band. A second tr band was applied to provide additional occlusive pressure. The team debrief determined that the pre-formed shape and design of the tr band does not provide optimal hemostasis for certain patient arm/wrist anatomies. The original intended procedure was a cardiac catheterization via radial artery access site. Additional information was received on 18mar2025: there was 7ml's of air injected into the tr band when it was applied. Manual pressure was applied then a vascband was applied proximal to the tr band. There was no injury and or medical intervention required due to the hematoma. The hematoma was treated by manual pressure then a vascband was applied proximal to the tr band. There was erythema, edema, and pulse present. There was no blood loss. There was no noticeable damage to the device. The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.